Manufacturer narrative:
Patient information was requested but declined by the site medical engineer. A medtronic representative went to the site to replace the computer and test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional after computer replacement. The computer was returned to the manufacturer for analysis. During initial power up, the system boots normally. The cranial application with optical tracking launched. The system tracked various active and passive instruments. There were no hard drive or ram errors reported. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that while the navigation system was used during a cranial resection procedure, the active probe had recognition failure. Although the system was restarted, the same issue occurred multiple times. The procedure was completed using navigation with no delay. There was no patient impact reported.